Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (stk-cr-blu / (B)(4)) that was used with the complaint device was provided for investigation on (B)(6) 2015. A follow-up report will be submitted upon completion of device evaluation. Furthermore, the receiver data log was reviewed on (B)(6) 2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the returned receiver (part number stk-cr-blu/serial number (B)(4)/lot number 5200586), was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.